Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump sometimes had to press twice, display light was dimmer, had to went in the light to ready, cracks in casing where the battery goes where the cap was busted had tap hold cap in, insulin pump had rejected new battery, louder during rewind, unexplained no delivery alerts not due to site issues and smells insulin sometimes. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.